Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation under the front therapy pad of the lifevest. The irritation was described as being dry, red and itchy. The patient's physician recommended that the patient remove the device for a few days to let the irritation heal. Follow-up indicated that the irritation healed.